Event description:
In 2004, the pt contacted lifescan alleging that her one touch ultra meter was set in the incorrect unit of measurement. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The meter was set to "mmol/l", instead of "mg/dl". The pt reported that she visited her physician's office, as a result of a bee sting and the incorrect unit of measurement. She reported being treated with oral medication for a blood glucose level in the 400-mg/dl-range. The pt did not allege harm. There is insufficient information to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know her testing frequency, medication regimen, symptoms experienced, and test results obtained on the reported meter during the time of concern. The customer care representative (ccr) verified that the meter was previously set to the correct unit of measurement and that she had not recently changed the unit of measurement in the meter settings. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The ccr walked the pt through resetting the unit of measurement. No products were replaced.